Event description:
This case was reported from (B)(6). Customer reported on a bravo ph capsule that failed to detach. The doctor had to detach the capsule from the mucosa with an endoscope. The pt was not injured following the procedure.